Event description:
Customer feedback: a slightly curved, permanent mini-aneurysm clip (5 mm, ref.: 45.712) manufactured by the medical company alemko is reported to have malfunctioned during use in a surgical procedure on patient (B)(6). (The clip is placed on the designated forceps; the surgeon positions it and uses it to close the aneurysm. At that moment, the clip springs open and remains open, which could have led to a severe aneurysm rupture. It is replaced with another clip, which functions properly. No further information is available at this time.

Manufacturer narrative:
No further information is currently available beyond what has already been provided. We are awaiting the return of the product for inspection. We are requesting additional information.